Event description:
It was reported that the implant had a loose wire. An attempt to request for further information to confirm the specific allegation. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.